Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china and it said that the front panel and chassis of the subject device were corroded, omsc presumed there was the possibility this phenomenon was attributed to the front panel board failure due to using the subject device in the high-humidity environment such as with using a humidifier. Since the front panel board was broken, button control might have become unavailable and the indicator lamp on the front panel might have flickered at the time of booting of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomena. It was found that the front panel was corroded, and the reported phenomena were occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the indicators of the front panel of the subject device were flickering when starting up, and the buttons on the front panel of the subject device were not responded. The intended procedure was completed with the subject device and its procedure not delayed more than 15 minutes. There was no patient injury associated with this report.